Event description:
Clinical study. Same case as #6000093-2005-01421. It was reported that 45 days after a coronary artery drug eluting stenting procedure the pt expired. The lesion being treated in the index procedure was a 2.5mm, 95% stenosed portion of the mid right coronary artery (mid rca). The dr treated the lesion with predilatation and successfully placing two taxus express2 8.8% drug eluting stents, 2.50x16mm and 2.50x12mm with an unk overlap. There were no reported complications. The pt was discharged 14 days later on plavix. Forty five days after the initial procedure, the pt expired. There was no autopsy. In the opinion of the dr the cause of death was congestive heart failure and the target vessel was not involved.